Event description:
It was reported that a faradrive steerable sheath clear that was selected for pulmonary vein isolation exhibited a leak. During the procedure when the sheath was inserted and air was aspirated, air came out from the valve of the handle. Additionally, when the handle was submerged into the water and suction was applied, blood leak from the valve was also observed. The procedure was completed successfully using same original device. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis. It was mentioned that a small amount of slow drip blood leak was noted from the proximal end of the sheath. No clinical event occurred due to blood loss. No air was noted in the patient. Pressure bag irrigation method was used for the sheath. It was also confirmed that the blood only leaked when airing out the sheath during catheter insertion. There was no leakage during the procedure.

Manufacturer narrative:
Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to device design' to the referenced event, as tears were found on the internal hemostatic valve by its center slit, compromising the valves' ability to seal pressure and fluid within the sheath.

Event description:
It was reported that a faradrive steerable sheath clear that was selected for pulmonary vein isolation exhibited a leak. During the procedure when the sheath was inserted and air was aspirated, air came out from the valve of the handle. Additionally, when the handle was submerged into the water and suction was applied, blood leak from the valve was also observed. The procedure was completed successfully using same original device. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory. It was mentioned that a small amount of slow drip blood leak was noted from the proximal end of the sheath. No clinical event occurred due to blood loss. No air was noted in the patient. Pressure bag irrigation method was used for the sheath. It was also confirmed that the blood only leaked when airing out the sheath during catheter insertion. There was no leakage during the procedure.